Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m cmv assay, list list number 09n46-090, which is the same/similar to the alinity m cmv assay, list number 09n46-095, which received FDA approval.

Event description:
The customer reported questioning a cmv plasma result on the alinity m cmv assay. The technical application specialist (tas) downloaded the result log files. Result analysis showed that sample ID (sid) (B)(6) was tested on (B)(6) 2025. The result was negative, 0 iu/ml. Amplification curve analysis showed a late and low amplification. Mr (max ratio) value is 0.018 and below the assay mr range. Therefore, the result is negative. The customer did not retest the sample. The customer reported the result as <30 iu/ml due to the amplification. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer results were reviewed. The run was valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The assay and software is performing correctly with correct interpretations. The amplification curve for sample ID (sid) (B)(6) slightly rose above the threshold but was reported as negative. The max ratio (mr) value (0.018) is below the mr cutoff (0.036). Based on these results, the interpretation of results was correct. There is no indication that the alinity m cmv amp kit (list 09n46-090) lot 405474 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. A product deficiency could not be identified by the file sample evaluation for the alinity m cmv amp kit (list 09n46-090) lot 405474. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review device history record / batch record review: review of the manufacturing packet for alinity m cmv amp kit (list 09n46-090) lot 405474 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m cmv amp kit (list 09n46-090) lot 405474 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m cmv amp kit (list 09n46-090) lot 405474. Complaint trending was performed and did not identify an adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m cmv amp kit (list 09n46-090) lot 405474 was not identified.